Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the system could not maintain visibility with the wireless tracker. The site used a different navigation system to complete the procedure. There was no patient harm and the procedure was delayed less than one hour. Additional information received from a manufacturer representative reported that the issue could not be resolved via troubleshooting. The cause was unknown.